Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (B)(4) alleging that his onetouch verioiq meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. It is not known when the alleged inaccuracy began. The patient stated that he obtained a reading of "170 mg/dl" with the subject meter compared to "112 mg/dl" using another device, both readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with oral medications. The patient declined to state if he made any changes to his usual diabetes regimen is response to the alleged inaccuracy. The patient stated that he visited his doctor (date/time unknown) and during the visit he was advised to increase his metformin dosage from 1 to 2 pills. The patient denied having developed any symptoms or having received any treatment. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the test strips were not identified as counterfeit and the patient did not have control solution available to perform a walk-through test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms for a severe high or low blood glucose excursion or receive treatment for such a condition. The alleged product issue was not resolved during troubleshooting.